Event description:
It was reported that red rubber "debris" was found in the medication vial before use after the bd¿ blunt fill needle pierced through the stopper. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: a number of different IV medications from different suppliers have ended up with debris in the vial after the needle has pierced the rubber bung. In some vials, rubber in red color, and red debris found in liquid. Suspect a concern with the tip of the needle.

Manufacturer narrative:
Investigation summary: six samples and two photos were provided by the customer for investigation. The samples were returned in unopened blister packs. Visual inspection under the microscope was performed on all six samples using 10x magnification finding no damage; the etch was good. No defective grind, no hooks were observed. A coring test was then performed on the six samples with all samples passing. Two photos were also provided by the customer for investigation. One photo shows a vial of drug which has a dark reddish-brown stopper in the vial. There appears to be a piece of foreign matter in the vial which is similar in color. A second (2nd) photo shows a filled syringe. It cannot be determined if there is foreign matter in the syringe or not based on the photo. Based on the investigation conclusion bd was not able to confirm the condition reported by the customer as all the returned samples passed the coring test. One photo provided by the customer appears to show a piece of foreign matter in the vial which is similar in color to the stopper of the vial; however, based on the photo the foreign matter cannot be positively identified nor can it be determined how it came to be in the vial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red rubber "debris" was found in the medication vial before use after the bd¿ blunt fill needle pierced through the stopper. This occurred on 6 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: a number of different IV medications from different suppliers have ended up with debris in the vial after the needle has pierced the rubber bung. In some vials, rubber in red color, and red debris found in liquid. Suspect a concern with the tip of the needle.